Manufacturer narrative:
Device evaluation confirmed the customer reported issue of "play between the operation part and the connecting part" as looseness of the insertion pipe and rattling at the connection between the insertion pipe and the operation part observed during inspection. Furthermore, the color tone of the image was observed to be abnormal due to damage found to the imaging unit (ccd unit.) The image is magenta or green only. Additionally, the following findings were observed during evaluation: the curved rubber adhesive found missing. Switch 2 (sw2) not functioning due to damage of sw2 due to external factors. The video connector case noted cracked due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "play between the operation part and the connecting part". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found color of the image was abnormal due to damage imaging unit (image is green/magenta color only). This report is being submitted for abnormal image due to damage imaging unit found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.